Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he had received an injection the day before to treat the same area that he typically feels stimulation and last night he stopped feeling stimulation. The patient checked their device with the programmer and it showed that stimulation was off. Turning stimulation on did not resolve the issue and adjust stimulation and changing groups did not resolve the issue. The patient was going to follow-up with his healthcare provider and noted that since receiving the injection he wasn't feeling pain in the areas. The patient reported that when he connected with the recharger he did not have any bars shaded and had a reposition antenna screen. Troubleshooting resolved the issue with coupling. The indication for use was multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a family member/friend on 2017-07-25 that there was poor coupling. The patient was charging and it did not do anything. An informational power on reset message was seen. The patient checked their manual to clarify the message. The caller mentioned that the patient went the hcp and had to the turn the device off and then turn the ins back on to charge. The patient charged for 3 hours and the implantable neurostimulator recharger (insr) would not charge the battery. An antenna locate (al) feature was performed during the call and resulted in a value of 60. The caller was able to get the top number up to 100 and stopped the al at that time. This resolved the issue. A charging session was started and all coupling bars were filled. It was confirmed that the battery was flashing. Ins status was checked and confirmed to be on and the battery was ¿about half way dark.¿ it was stated that this started on (B)(6) 2017 and had happened before. The manufacturer representative was able to get it to work again that time. The caller did not remember when this was because it had been so long ago. The patient had an injection in their back near their spine in january. The injection was related to the device to assist with the patient¿s pain. The patient was still pain free and that pain did not return. The caller confirmed that the pain was managed in combination with the ins and back injections. Per the caller, the patient did not report any current pain. It was reported that the patient tried to turn stimulation all the way up and change to a different group but the patient sill was not feeling stimulation. During the call, the patient programmer showed stimulation was on, at group c, and had 4.7v set. The caller stated that the patient usually had stimulation set low. At first during the call the poor communication screen was seen but then they were able to connect to the device using the antenna. During the call the patient increased it to 10 something but they still did not feel any stimulation. The patient had not had any falls or traumas. This issue started on (B)(6) 2017. No further complications were reported.